Event description:
It was reported since june the patient experienced cramping in her right buttock, mainly at night or if she sat for periods of time; however, ¿lately¿ it had become worse and she couldn¿t sleep at night. It was stated the patients bladder symptom control hadn¿t changed and since implant she reported that it seemed to provide more help at night only, not during the day so she was ¿on the fence¿ about continuing therapy. It was noted the patient began exercising in (B)(6) 1-2 times a week, doing aquasize, treadmill, and light weights. The symptoms were located at the ins location, right buttock area. It was noted the patient hadn¿t changed the programs but decreased the settings and turned it off for a while but didn¿t notice any change. Reportedly the patient saw her chiropractor that massaged the area and said it was really tight and it was possibly scar tissue causing the symptoms. The chiropractor was aware of the implant and worked around it. The patient had an appointment with their healthcare provider on (B)(6) 2013. Additional information received reported that the patient had it adjusted and finally removed. The patient did not have any appointment dates from their installing health care provider (hcp). It was noted that they took it out and the patient wanted to know if the manufacturer wanted the control. The patient would never recommend this and it fell to rest on bone and nerve.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v460281, implanted: (B)(6) 2010, product type: lead. (B)(4).